Event description:
Per the clinic, the patient experienced middle ear and mastoid infection with discomfort with the device use which leads to non-use. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.